Event description:
The customer reported a low blood glucose (bg) level (41 mg/dl). The customer consumed carbohydrates to treat the bg. The customer continued to use the pump for insulin therapy. The cause for the low bg is unknown.